Event description:
It was reported that there was loss of capture, sensing difficulty, fracture, high thresholds, and inappropriate therapy. The lead was explanted. No patient complications were reported as a result of this event.